Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl. The customer¿s incident blood glucose was 29 mg/dl. The customer's current blood glucose is 132 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with glucagon shots. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.